Event description:
In1988, I was implanted with davol marlex mesh. In 2005, I went to the same surgeon with chronic pain issues. He did a adhesion repair. Since that time I have had burning, intense pulling, abdominal swelling and distortion. Prior to this surgery, my incision area was tender to the touch. Now, I also have a firm spot near my belly button area. I see a surgeon on the 3rd to see what this could be. The surgeon that the adhesion repair told me weeks after that surgery that there was nothing else he could do for me. I was calling weekly because of pain and pulling. I now have ibs type symptoms, extremely painful. I will find out if this is the mesh. I don't believe that any of the mesh used back then are what they were built up to be. I was never told of any side affects that could occur. No literature was given. Dates of use: 1988 - 2008. Diagnosis or reason for use: incisional hernias from having gallbladder removed.